Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative went onsite and ran the unit, but did not get any alarm to pop up. He also ran through fraction of inspired oxygen (fio2) accuracy process and it was off. As a resolution, the gas delivery engine (gde) and o2 (oxygen) cell were replaced. He then performed operator's verification procedure (ovp) to manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a fio2 inaccuracy with avea ventilator. There was no patient involved in the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: vyaire medical was unable to confirm the issue. A visual inspection of the unit did not show any damage. Equipment was used for evaluation and found out that the monitored and external values of the fraction of inspired oxygen (fio2) were within 1% of the set value. The unit was moved to factory service to have some parts replaced since the assembly was received without any electrostatic discharge (esd) protection and then processed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.